Event description:
It was reported to philips that the device did not start up because the software on the front image-processing computer had crashed, preventing the computer from booting. No harm was reported to philips. The device was outside of clinical use at the time of the reported event. Philips has started an investigation of this complaint.